Event description:
It was reported that during routine check , the cs100 intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.

Event description:
It was reported that during routine check , the cs100 intra-aortic balloon pump (iabp) as a preventative measure the customers condenser module was replaced by another used one, problem was reported by the customer and did not occur the whole day. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) as a preventative measure the customers condenser module was replaced by another used one; problem was reported by the customer and did not occur the whole day.

Manufacturer narrative:
It was reported that the cs100 intra-aortic balloon pump (iabp) with autofill failure alarm.the equipment was showing failure in the automatic load (alarming) . A getinge field service engineer (fse) inspection carried out at as requested. The problem reported by the customer did not occur during the whole day, but as a preventive measure the customer's condenser module was replaced with a used other. Equipment remained from 9:00 am to 5:00 pm cycling and showed no faults. Equipment released for use. There was no patient involvement.